Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 6:29 p.m., the customer obtained a blood glucose reading of 43 mg/dl on a non-ascensia meter. At 6:30 p.m. A repeat testing was performed on a contour next ez meter and a reading of 232 mg/dl was obtained. The customer experienced symptoms of hypoglycemia such as confusion, dizziness and weakness. The advocate provided sugary water to the customer to raise his blood glucose levels. The advocate was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer only returned the suspected contour next ez meter (serial # (B)(4)). No test strips were returned. An in-house testing was performed using the returned meter and in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance.